Event description:
The customer stated that they needed help getting the central monitoring system (cns) touchscreen to respond to touch. They already tried to see if they could get the system to work from the desktop. MFR ref #: 8030229-2014-00183.